Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she has exposed wired which caught fire while charging. Consumer also alleges she's stuck in a position causing pain and she has fallen out of the unit due to the unit allegedly stopping immediately powering off.